Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient arrived to the emergency room after receiving an inappropriate shock. Interrogation revealed oversensing on a stored episode. Programming changes were made. The patient will be monitored with routine follow-up.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found. The cause of the oversensing could not be determined.